Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Pt with a total knee replacement developed an infection. Revision surgery is planned to exchange poly inserts.